Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. Corrected data: h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during a bilateral lung transplant using the proximate linear stapler reloadable vascular stapler to grasp the lung and use to staple; locked on tissue but never reopened, forced to manually open the stapler.

Manufacturer narrative:
(B)(4) date sent: 5/22/2024 mw500440000-2024-8018 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed/open? Did the device eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Answer: the stapler did not go to its full extent with the staple line and the blade. It stopped very short of the renal vein and never transected the vein at all. It then would not open, as it had misfired, so the emergency release handle was used to open the stapler jaws off of the renal vein and then removed from the body. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Since tx30v doesn't have a knife/blade and therefore does not perform tissue transactions, please confirm the device product code. 2. Was the device locked on tissue with the jaws closed? 3. If yes, how was the device removed/open? 4. Did the device eventually open? 5. Could you please clarify if there were any patient consequences? 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.